Manufacturer narrative:
The patient reported recurring communication issues between the pdm and pods. Review of the log files from the occurrence day produced several instances of communication failure between the pdm and pods. During the investigation, pdm paired successfully with three different pods, delivered a bolus and deactivated without issues. The cause of the observed communication failures could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose levels and issues with the omnipod personal diabetes manager (pdm) not communicating with the pods being worn. No information was provided on the type of treatment given at the hospital.